Event description:
Literature was reviewed regarding a meta-analysis of coronary access feasibility after transcatheter aortic valve implantation (tavi). A total of 20 studies were included in the meta-analysis, encompassing 1 ,660 tavi patients. Medtronic (corevalve / evolut r / evolut pro) and various non-medtronic valve brands were used in the pooled patient population. The authors extracted and noted the following outcomes: coronary angiography after tavi due to acute coronary syndrome, non-st-segment elevation myocardial infarction (nstemi), st-elevation myocardial infarction (stemi), or unstable angina; unsuccessful coronary access; and need for percutaneous coronary intervention (pci). However, no allusions were made about the causes of these outcomes.

Manufacturer narrative:
Citation: federico giacobbe, et al. Feasibility of coronary access after transcatheter aortic valve implantation (tavi): a systematic review and meta-analysis of observational studies. European heart journal - quality of care and clinical outcomes. (2025) 0, 1-15. Https://doi.org/10.1093/ehjqcco/qcae100 earliest date of publication used for date of event. Earliest approved medtronic transcatheter valve product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.